Event description:
While administering covid-19 moderna vaccine, needle disconnected of syringe. Smiths medical hypodermic needle-pro syr and needle (ref 4234; lot: 3994658, manufactured :5/29/2020; exp: 5/29/2025). All syringes from manufacturer were put aside. No vaccine administered, all was expelled from syringe. Had to stick patient again with new vaccine.